Manufacturer narrative:
This product was a part of an FDA (B)(4) and has been subsequently recalled with the knowledge of FDA. CAPA (B)(4) was opened prior to the incident. Further investigation is being conducted.

Event description:
A respire medical customer service representative spoke with (B)(6), a doctor's staff member and was told that the patient woke up with a broken hinge in his mouth. There was no injury to the patient